Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with another manufacturer's right ventricular (rv) lead, exhibited noise. The noise was oversensed resulting in an unknown duration of pacing inhibition. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead was surgically abandoned and replaced and the device was electively explanted and replaced as it had been implanted sub-pectoral. This device is included in the (B)(6) 2009 subpectoral implant 2009 advisory population. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.